Event description:
It was reported that the procedure was to treat a 90% stenosis in the mid left anterior descending (lad) with heavy calcification. The 2.5 x 15 mm tenku balloon ruptured during the first inflation at 8 atmospheres for 20 seconds. No additional dilatation was performed since the stenosis in the target lesion was 10%. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The #510k of this medwatch correspond to the device currently marketed for sale in the u.s.